Event description:
It was reported that during a urinary organ procedure, the insulation pin was protruding and the device could not connected to the hand piece ((B) (4)). The flexible tip was out of position ((B) (4)). Another device was used to complete the case. There were no adverse consequences to the pt. The (B) (4) was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: as a lot number was not received, a device history review could not be performed.